Manufacturer narrative:
The device has been returned and evaluated by product analysis on 2/14/2017 with the following findings: an error 1 sub code 5 alarm occurred immediately when powering up the meter. The pump and meter were not able to be paired to complete the required investigation. This was due to the inability to clear the error 1 sub code 5 message.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a message error 1 that would not clear. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.